Event description:
The account alleged that the hi/low will rise up and then drive back down. He stated that it does it intermittently.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.